Event description:
It was reported that the customer had issues with prime/rewind. The blood glucose reading was 7.2mmol/l. It was stated that the insulin squirted out and the insulin pump alarmed during the manual prime process. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.